Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive watchdog timeout alarm anomaly. Insulin pump was not stored for an extended period of time. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic stack. No moisture damage on the motor was noted. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power and excessive no delivery alarm tests. Unable to verify the watchdog timeout alarm due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a missing end cap sticker.